Manufacturer narrative:
The investigational analysis completed 2/13/2020. The device was inspected, and it was found in normal conditions. During the second visual inspection, reddish material was observed inside without damage. A deflection test was performed, and the catheter failed, since the puller wire was broken inside the handle, causing the improper deflection condition. Scanning electron microscope (sem) testing was performed on the pebax area and the results showed a scratch, mechanical damage, and a hole on the pebax surface. The object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions were identified. Customer complaint was confirmed. The root cause of the pebax damage and the puller wire broken cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch¿ electrophysiology catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hole on the pebax surface. Initially, it was reported that during the procedure, the catheter could not deflect. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. On 2/13/2020, the bwi pal performed scanning electron microscope testing and found a scratch, mechanical damage, and a hole on the pebax surface. The observed hole has been assessed as an MDR reportable malfunction. The awareness date has been reset to 2/13/2020.